Event description:
The customer reported to customer service that the power adapter cracked where the pump plug attaches to the cord and box. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(6) 2012, she confirmed she did not witness any smoke, fire, sparking, or melting, and that the damage to the transformer housing did not expose underlying wires/electronics. Customer indicated, when trying to unplug the power supply, it cracked in between the two pieces of the box (transformer housing). An initial assessment was performed by quality management on (B)(4) 2012. A medwatch was not required at that time, due to no inner electronics being exposed and no report of injury. The original power supply was returned for evaluation on (B)(4). In summary, the product evaluation revealed that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open; the customer had taped it back together. A visual examination of the cord revealed that it was twisted. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal, and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 55.0 ohms, which is normal, and indicates that the thermal fuse did not blow.